Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: turned on spy mode and within the first couple of minutes smelled burning. When they went to turn off spy mode the light cord safelight cable turned purplish-pink instead of normal green would not go out of spy mode - error message e11 (maybe cannot remember) said to restart the device and if that did not fix it to contact service. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is shipping damage. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.